Manufacturer narrative:
(B)(4).

Event description:
It was reported the implant site hurt and burned ¿sometimes/on and off.¿ it was noted the patient could feel the implantable neurostimulator move around. The feeling of pain/burning was noticed a ¿couple of months¿ prior and it was stated the feeling of stimulation did not hurt. It would go away and would not last for a long period of time. The patient experienced this when they would lay down. It was not ¿that painful¿ and the patient took pain medications anyway. The issue was addressed with the healthcare provider who reportedly noted that it was normal. The patient was ¿very small and thin.¿ no actions were taken to resolve the issue and the patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0fnzr, implanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_prog, lot# serial# unknown, product type: programmer, physician. (B)(4).